Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and gallbladder operation ('gallbladder surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), seizure ("seizure"), fatigue ("chronic fatigue"), tooth loss ("tooth loss"), knee pain ("knee pain"), joint pain ("joint pain"), vertigo ("vertigo"), migraine ("migraine"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), contusion ("bruising") and nausea ("nausea"), underwent gallbladder operation (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). At the time of the report, the pelvic pain, seizure, gallbladder operation, fatigue, tooth loss, weight decreased, knee pain, joint pain, vertigo, migraine, feeling abnormal, fibromyalgia, contusion and nausea outcome was unknown. The reporter considered contusion, fatigue, feeling abnormal, fibromyalgia, gallbladder operation, knee pain, migraine, nausea, pelvic pain, seizure, tooth loss, vertigo, weight decreased and joint pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- seizure, pelvic pain, gallbladder surgery, chronic fatigue, tooth loss, weight loss, knee pain, joint pain, vertigo, migraine, brain fog, myalgia, bruising, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and gallbladder operation ('gallbladder surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), seizure ("seizure"), fatigue ("chronic fatigue"), tooth loss ("tooth loss"), knee pain ("knee pain"), joint pain ("joint pain"), vertigo ("vertigo"), migraine ("migraine"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), contusion ("bruising") and nausea ("nausea"), underwent gallbladder operation (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). At the time of the report, the pelvic pain, seizure, gallbladder operation, fatigue, tooth loss, weight decreased, knee pain, joint pain, vertigo, migraine, feeling abnormal, fibromyalgia, contusion and nausea outcome was unknown. The reporter considered contusion, fatigue, feeling abnormal, fibromyalgia, gallbladder operation, knee pain, migraine, nausea, pelvic pain, seizure, tooth loss, vertigo, weight decreased and joint pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- seizure, pelvic pain, gallbladder surgery, chronic fatigue, tooth loss, weight loss, knee pain, joint pain, vertigo, migraine, brain fog, myalgia, bruising, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.